Manufacturer narrative:
Please see summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration 2 years and 4 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported bone resorption, pain, and abnormal sensation around implant placement were observed during the implant removal surgery. The patient has since recovered.